Manufacturer narrative:
The hill-rom technician found the brake pedal weldment needed to be adjusted. Per the hill-rom service manual it is necessary for the excel care® bariatric bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the casters annually for cuts and wear. Repair or replace as necessary. Set the brakes. Make sure the bed does not move. Make sure the steering mechanism operates correctly. Repair or replace the brake and steer mechanism as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2017. The technician adjusted the brake pedal weldment to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported. (B)(4).